Event description:
Unable to cardiovert with 2 attempts using zoll m series 200 joules biphasic device. Switched to another manufacturer's 360 joule biphasic device and cardioverted to nsr with single shock. Manufacturer response for biphasic defibrillator, m series defibrillator: manufacturer is aware of this issue in general; we are now documenting these events on case by case basis.